Event description:
Bayer case number: (B)(4). I suffer heavy menstrual bleeding [heavy menstrual bleeding], since I have had the implants, the pain when I am on my period is unbearable [period pains], intense pain targeted at each ovary; it is indescribable [ovarian pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I suffer heavy menstrual bleeding") and dysmenorrhoea ("since I have had the implants, the pain when I am on my period is unbearable") in a 34-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion medically important) and dysmenorrhoea (seriousness criterion medically important). On unknown date she experienced adnexa uteri pain ("intense pain targeted at each ovary; it is indescribable"). The patient was treated with ibuprofene. At the time of the report, the dysmenorrhoea and adnexa uteri pain had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to dysmenorrhoea, heavy menstrual bleeding or adnexa uteri pain. The reporter commented: period of onset: 1st half of 2014. Since I have had the implants, the pain when I am on my period is unbearable. I suffer heavy menstrual bleeding. I'm tired. When I spoke to my gynaecologist about it, he told me that it wasn't due to the implants and offered me a pill so that I would no longer have my period. This is so contradictory to my decision to undergo tubal ligation that I didn't take his prescription and have been using ibuprofen for relief. I came across an article about this procedure which has been stopped in france and which advised me to report it. Comments: I no longer have the exact date of the insertion; I know that it was during the first half of 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I suffer heavy menstrual bleeding, since I have had the implants, the pain when I am on my period is unbearable [period pains], intense pain targeted at each ovary; it is indescribable [ovarian pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-oct-2025. The most recent information was received on 24-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("I suffer heavy menstrual bleeding") and dysmenorrhoea ("since I have had the implants, the pain when I am on my period is unbearable") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced heavy menstrual bleeding (seriousness criterion medically important) and dysmenorrhoea (seriousness criterion medically important). On unknown date she experienced adnexa uteri pain ("intense pain targeted at each ovary; it is indescribable"). The patient was treated with ibuprofene. At the time of the report, the dysmenorrhoea and adnexa uteri pain had not resolved. The outcome of heavy menstrual bleeding was unknown. No causality assessment was received for essure with regard to dysmenorrhoea, heavy menstrual bleeding or adnexa uteri pain. The reporter commented: period of onset: 1st half of 2014. Since I have had the implants, the pain when I am on my period is unbearable. I suffer heavy menstrual bleeding. I'm tired. When I spoke to my gynaecologist about it, he told me that it wasn't due to the implants and offered me a pill so that I would no longer have my period. This is so contradictory to my decision to undergo tubal ligation that I didn't take his prescription and have been using ibuprofen for relief. I came across an article about this procedure which has been stopped in france and which advised me to report it comments: I no longer have the exact date of the insertion, I know that it was during the first half of 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.